Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the bladed would not extend. After twenty tries, they were able to morcellate the tissue. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. During evaluation, the main housing was dropped on the floor and it cracked open due to impact. During the interior evaluation, tissue was observed in duck bill housing. There was no trace of tissue between the duckbill housing and the inner and outer drive tubes. Based on this evidence, the blade most likely advanced during the procedure.